Event description:
Patient complained of pain two weeks after surgery with placement of collagen dental membrane. Upon re-entry, it was found that most of the membrane had dissolved. Once the membrane was removed the patient's pain resolved.